Manufacturer narrative:
The insulin pump was unable to prime during the priming test. There was a motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with scratches on the lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm and prime anomaly. Customer received motor error alarm during the rewind process and there were multiple motor error alarms in the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.